Manufacturer narrative:
A hillrom service technician was dispatched to evaluate the light system. During the inspection, the spring arm's end cover was replaced, and the device is functioning as designed. Possible root causes of the covers falling down were identified as improper installation, maintenance, or collision. Based on this information, no further action is required.

Event description:
A user facility reported that the end cover from a spring arm fell during a surgical procedure. No injuries were reported.